Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, subsidence and/or tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately 29 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The patient has experienced, joint pain, instability/balance issues, swelling, right knee pain with subsidence and loosening of tibial component and metallosis. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: 02-012-42-2008 - sn (B)(6), logic pts, size 2, 8mm; 02-012-45-2020 - sn (B)(6), lgc tibial fit tray cem sz 2f / 2t; 200-02-32 - sn (B)(6), three peg patella 32mm; 02-012-35-2011 - sn (B)(6), logic tibia ps mod insrt sz 2 11mm. Multiple MDR reports were filed for this event, please see associated reports. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.